Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The remote service engineer (rse) spoke with the customer who reported that x3 monitor displays speaker error alarm. Asked biomed if they could still hear alarm sound normally when the speaker error was displayed. Biomed couldn't confirm this but reported that problem have disappeared and monitor is working normally again. Provided info to the customer that this is a normal issue and no further information was provided about the device issue. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was confirmed. The customer stated that the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating a speaker error. It was not confirmed if the device was producing sound at the time of the event. The device was in clinical use at time of event, no adverse event reported.